Event description:
Reportedly, the subject ventricular lead was explanted and replaced on 16 apr 2021 due to extracardiac stimulation and the presence of ventricular oversensing in the recorded episodes. No other irregularities were noted with the lead measurements. During the procedure the pacemaker was also replaced while the atrial lead was kept implanted.

Manufacturer narrative:
Please refer to the attached analysis report. D3,g1, h6 (medical device code) updated. H6 (health effect-clinical code) corrected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ventricular lead was explanted and replaced on (B)(6) 2021 due to extracardiac stimulation and the presence of ventricular oversensing in the recorded episodes. No other irregularities were noted with the lead measurements. During the procedure the pacemaker was also replaced while the atrial lead was kept implanted.